Event description:
It was reported to philips that the allura c-arm would not move. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system c-arm would not move. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was expired due to no customer response. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.